Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to press the button properly and decided to replace the pump. The customer chose to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted, and expressed interest in obtaining an out-of-warranty loaner pump.